Event description:
It was reported that one of the leds with the ir filter fell out of the tibial/pelvic tracker during processing prior to the start of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup device was used, and the subsequent procedure was completed successfully.

Manufacturer narrative:
During failure analysis, the reported event that one of the leds with the black ir filter fell out of the unit was confirmed during visual inspection. It was observed that the cover of the large led lens was broken off. Based on a review of the device instructions for use, scratching or damaging the leds in any way may cause or contribute to the broken led cover. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that one of the leds with the ir filter fell out of the tibial/pelvic tracker during processing prior to the start of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup device was used, and the subsequent procedure was completed successfully.